Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem technical support informed the customer that cold insulin is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the system.